Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. The customer's blood glucose displayed as "high," but the specific value was not provided. The customer administered a correction bolus using the pump and required no third-party assistance. Tandem technical support planned to replace the pump with one featuring updated software, providing instructions for storage and return. The customer acknowledged the guidance and would continue using the current pump as backup therapy.